Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease flat, wear abrasion, and one opening linear on the posterior. Leak test and microscopic analysis were performed which identified one striated opening on the posterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was one striated opening on the posterior assessed as surgical damage consist in the use of some surgical tools.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported " right side deflation¿. Device remains implanted.